Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the returned battery cap threads were stripped and the battery cap was not able to be tightened securely to the pump. The cap would just spin and needed to be removed with pliers. The battery cap contact height measurement was found to be out of the required specifications. The battery cap contact width was within the required specifications. A test battery cap was able to be fully secured to the pump. There was no damage observed on the battery compartment threads. Unrelated to the complaint, evaluation revealed that the display screen text was dim/faded and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter alleged that the battery cap was not able to be removed from the pump. It was noted that the battery cap would spin, but was not coming off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.